Event description:
The pt reported that on (B)(6) 2013 her blood glucose was 137 mg/dl at 7:51 pm, but by 10:00 pm rose to 349 mg/dl, which she corrected with a 5.50u bolus. At 1:13 an on (B)(6) her bg read "high" (>500 mg/dl) and she corrected with a 10 unit bolus, but her bg remained "high" at 4:00 am, so she deactivated the pod at 4:15 am and activated a new one seven minuets later. At 4:45 her bg was 467 mg/dl and she bloused an add'l 4 units, but by 6:30 am it again read "high" which she corrected with a 15 unit bolus. At 8:00 am her bg measured 500 mg/dl and her mother took her to the hospital at about 10:00 am. She was admitted to the intensive care unit with diabetic ketoacidosis and dehydration. She was placed on an insulin drip and also given potassium. She was hospitalized for 5 days. The pod was discarded, but she did check its condition beforehand and not no kink or blood nothing in the cannula.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's diabetic ketoacidosis. No product lot number was reported therefore no qualification records were reviewed. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a "high check for ketones!" Reading and feel symptoms such as fatigue, thirst excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia., "and "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead ot diabetic ketoacidosis (dka), shock, coma, or death." It advises "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."